Manufacturer narrative:
A device history record (DHR) review was performed for part # 473.170s, synthes lot number # l430652: manufacturing site: (B)(4), release to warehouse date:13.jun.2017, expiry date: 01.jun.2027: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. One (1) part # 473.170s with lot l430652 / pfna-ii end cap extens. 0 tan received. The device was sent to manufacturing plant (B)(4) for investigation. The traces of use were visible on the thread and the top of the end cap. During the investigation, the thread m12 has fulfilled the specification through the gage. That means the gage has proved the function of the female thread (m12) which should be connected with the nail. A functional test has been conducted by insert the endcap into a pfna small nail and insert the endcap into the gage. Besides during the manufacturing process, the lot (lot l430652) was inspected through the gage thread m12 and have met the specification according to the relevant inspection sheet. The raw material certificate was checked and all used raw material has fulfilled the specification. Based on the investigation the complaint is not confirmed since the article received has been tested through a gage and the functional feature was tested. According to the investigation results and from the manufacturing point of view this complaint is rated as not valid because the relevant dimension was tested and have passed the specifications, besides no manufacturing issue could be found. As possible root cause could be that this end cap might have been inserted in a too tilted angle and the thread got damaged. Please do operate according the surgical guide. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Due to intra-operative issues the device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the devices were used in the surgery for the femoral trochanteric fracture on (B)(6) 2017. The (B)(6) pfna was used of the procedure. When the surgeon tried to insert the end cap, it was found that the end cap could not be fixed to the nail. When the surgeon tried another end cap, the same issue happened. The surgery was completed without inserting the end cap. The surgeon commented that the end cap seemed to have been stuck instead of spinning round. The surgery was extended for an unknown duration of time. The surgery was successfully completed. No adverse consequence to the patient was reported. Concomitant devices: pfna-ii ø11 xs 125° l170 tan (part 472.102s, lot l518832, quantity 1). This is report 2 of 2 for (B)(4).